Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure was 70% stenosis and post-procedure was 0% stenosis. Direct stenting was not attempted. A 3.0x16mm liberte stent was implanted. Due to a dissection an addition non bsc stent was implanted. The patient was discharged 3 days later without angina complaints or silent ischemia. Discharge medication included aspirin 75mg/daily and clopidogrel 75mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.